Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after an atrial fibrillation redo procedure using a farawave ablation catheter the patient experienced an alveolar hemorrhage, noted on a follow up the day after the procedure. The patient was administered antibiotics due to the presence of fever and the hemorrhage was controlled with anticoagulants. The patient fully recovered from the hemorrhage. The device is not expected to be returned for analysis due to disposal.